Event description:
Pump alarmed error 2n (stuck downstream occlusion sensor) during bench service. No patient involvement has been reported at this time. Pump will be sent to baxter's repair center for evaluation.